Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. St. Jude medical has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 reference MFR. Report#: 3006705815-2017-0759: it was reported the patient stopped receiving effective stimulation. An x-ray was taken and revealed the leads had migrated. Surgical intervention is now pending to address the issue.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2017-07359. Follow up information identified: patient underwent surgical intervention to revise lead and therapy was restored.